Manufacturer narrative:
Return testing was not completed as returns were not available. A review of ticket trending did not identify any complaints that were similar for falsely increased potassium patient results. The trend review by the product list number found no trends related to this issue. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant results described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. The initial sample was retested with lower results by the customer and qc was in range at the time the discrepant results were generated, indicating the assay is performing as expected. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no product deficiency was identified. Section g1 updated contact information.

Event description:
The customer reported a falsely elevated potassium result generated on the alinity c analyzer on a patient. Results provided: (B)(6) = 6.61 / 5.1 mmol/l (normal range: 3.5-5.5 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.